Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was bleeding pixels. It was also noted that the upper and lower cases were broken, the ring cover and both bail covers were broken, the heart block was broken, the atrial output connector was worn, the lead flex cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched. (B)(4).

Event description:
It was reported the display at top is showing digits black. The device was returned for repair. No patient complications were reported as a result of this event.